Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported a magellan needle with a fiber located on the outside of the needle connecting to safety mechanism.

Manufacturer narrative:
Correction d 4: lot number corrected due to sample evaluation. H 3 sample evaluation the device history record (DHR) for the lot number indicates that no issues were found in visual and physical samples inspected. The lot number was written incorrectly in the complaint as the lot number on the sample returned is 902844, not 902884. There was 1 sample returned for evaluation. There were also pictures provided showing the string flash coming from the gait on the safety shield. The reported condition is confirmed through the sample evaluation and photos. A specific root cause could not be determined based on the available information and there were no related issues found in a review of manufacturing records. There was no indication of a systemic issue with the process or production. Based on available information, no corrective actions are required at this time. This complaint will be used for tracking and trending purposes.